Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Critical pump error (open book image) alarm not confirmed. Pump failed the sleep current test due to moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump critical pump error. The customer¿s blood glucose level was 280 mg/dl. It was reported that they had open book image was displayed on the screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.